Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the test strips involved with this complaint (B)(4) 2014. Device evaluation was completed on (B)(4) 2014. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Lifescan received the meter involved with this complaint. The meter passed all testing with no faults found. The complaint was not reproduced. There was no indication that the product caused or contributed to an adverse event. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no indication of an adverse event as a result of the reported issue. On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient reported the meter inaccuracy began a couple of days prior to contacting lfs. The patient reported obtaining readings in the ¿300¿s mg/dl¿ with the subject meter, which she felt were inaccurately high. The patient informed the mss that she normally tests in the ¿low to mid 100¿s mg/dl¿. The patient manages her diabetes with lantus insulin and januvia. The patient confirmed she continued to take her usual dose of her diabetes medications despite the elevated results she was obtaining. The patient reported that on the morning of 10/05/2014, she became very ¿confused and incoherent¿. The patient stated she was taken to the ER by her daughter. The patient claimed her blood glucose measured ¿159 mg/dl¿ when she was tested with ER/hospital meter. The patient stated they ran several different tests on her(CT scan, blood panel, etc¿) and was told all the results came back negative. The patient confirmed she did not receive any form of medical intervention for a high or low blood glucose excursion during the ER visit. The patient stated she was in the ER for a couple of hours and then released. At the time of the troubleshooting, the customer care advocate (cca) walked the patient through performed a control solution test and noted that the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint was being ruled out as a reportable event due to the following conclusion(s): based on the information provided, there is no indication that the patient developed signs/symptoms suggestive of severe hypoglycemia, nor did she receive medical intervention for this condition after obtaining alleged inaccurate high results with the subject meter. In addition, there was no evidence that the lfs device malfunctioned.